Event description:
A consumer experienced a corneal ulcer while wearing focus lenses. The treating practitioner was contacted, who reported that they saw the pt in 2003. The pt had stopped wearing their focus lenses and was better, but reported having had scratchy irritated right eye for several days. Upon examination, they were found to have a sterile appearing subepithelial infiltrate in the paracentral cornea at 12 o'clock position. Treatment with an antibiotic/steriod combination was begun & they were instructed to return to their regular optometrist for follow up in one week. No further info is available at the time of this report.